Manufacturer narrative:
Literature report: hansen, md., et al. "Prolonged, severe intrathecal baclofen withdrawal syndrome: a case report." Arch phys med rehabilitation. 2007; vol 88: 1468-1471. See also attached cioms report. [See scanned pages.]

Event description:
It was reported via a literature report that, the patient presented with worsening spasticity and more frequent spells of agitation and posturing despite increasing doses in simple continuous intrathecal baclofen dosing. The pump was replaced, as well as, the pump portion of a 2 piece catheter. The spinal portion of the catheter was left in place as the cerebrospinal fluid backflow was strong. Her symptoms did not improve. Plain films did not reveal discontinuity of the system; after 3 weeks, the pump was again replaced. Please refer to manufacturer's report #: 2182207-2006-01055 for the report on this device. Also, please refer to manufacturer's report #s" 2182207-2006-01055, 2182207-2007-04225, 6000030-2007-04226 and 6000030-2007-04227 as well.